Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 23 mm zeta stent was implanted; however, a distal edge dissection occurred which was treated with a 3.5 x 13 mm zeta stent. The overlapping area of the stents was post-dilated. The target lesion and dissection were treated successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the multi link zeta rapid exchange (rx) instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.